Manufacturer narrative:
Reference record (B)(4) the device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2024 the patient experienced a decrease in mobility of the peg tube. Additional information was received on (B)(6) 2024 from the spouse who reported that the patient underwent an endoscopy which confirmed a buried dish (buried bumper syndrome). A scheduled tubing replacement was scheduled for (B)(6) 2024.